Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the software was replaced. It was also noted that the to uchscreen was damaged, the spacer was broken, the power bay assembly was damaged and the lower case was damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the programmer turns on, it displays a system test failure error. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Event description:
It was reported that when the programmer turns on, it displays a system test failure error. The programmer is expected to be returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.